Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2013. Review of radiographs revealed a dislocated tibial bearing. Subsequently, patient was revised on (B)(6) 2014. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Device discarded.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."